Event description:
It was reported that during a knee arthroscopy metal shaving were noted. All metal shavings were retrieved during irrigation of the surgical site. In addition, the tip of the inner blade broke off, but remained within the outer tube of the shaver blade. No reported injury or surgical delay.